Event description:
Per the clinic, the patient experienced displacement of the internal magnet resulting in a tear in the silicon unit. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed july 4, 2014.